Manufacturer narrative:
Concomitant medical products: product ID: 7495lz25, serial# (B)(4), implanted: 2002-(B)(6), product type: extension. Product ID: 7435, serial# (B)(4), implanted: 2002-(B)(6), product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: 2002-(B)(6), product type: extension. Product ID: 3887-33, lot# j0231042v, implanted: 2002-(B)(6), product type: lead. Product ID: 3487a-33, lot# j0231143v, implanted: 2002-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient had lost a lot of weight and the battery moved, resulting in a revision. The stimulator was moved to another location. The date of this revision was unknown. Of note, the patient had positional stimulation which was related to normal body position and inquired about the sensor/compatibility for their current leads. As of 2015-(B)(6) the patient was doing well and receiving effective therapy.